Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection manifested by cloudy effluent and subsequently died coincident with peritoneal dialysis therapy. The cause of the infection and cloudy effluent were not reported. On an unreported date, the patient was hospitalized for the infection. Treatment for the infection and cloudy effluent were not reported. It was not reported if peritoneal dialysis therapy was ongoing up until the time of death or the patient was performing therapy at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.